Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additional issues were identified during the device evaluation: the front panel was peeling, there was a bad scope socket, the non-olympus lamp life meter was reading over 500 hours, and the lamp life was expired. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a colonoscopy procedure, the light source displayed an air flow problem. The patient reported abdominal discomfort after the procedure. No error message was reported. The air pump stated that it was on standby. The user then swapped out the insufflator with another, and the issue did not stop; however, it only stopped by swapping out the clv 190/light source. The procedure was completed successfully and without delay. The customer reported numerous complaints of discomfort due to air being insulated instead of carbon dioxide (co2). The procedure was completed successfully and without delay. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
Additional information b5.

Event description:
Additional information supplied by the customer: no additional treatment was provided; there were no details as to the length of the discomfort, and the patients were discharged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.